Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis of the access site bleeding; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of access site bleeding was most likely related to patient condition of esophagus bleeding. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical center has not yet returned any impella pump or sheath product for investigation and benchtop analysis. Should product be returned, and root cause determined, a final report will follow. The failure mode will be monitored and trended.

Event description:
The medical team had an impella cp-ECMO support ongoing for a patient admitted in cardiogenic shock, when on day 3 the access site ooze prompted intervention. The team infused 2 units of blood products and made plans to remove and escalate to an axillary placed impella 5.5 pump.